Event description:
In 1981, the first implant (440 cc) was placed after a left modified radical mastectomy. The rptr was told by her physician that she needed a bigger size implant; the first implant was replaced on 2/12/82, with a 600 cc implant. The rptr stated that reconstruction was done on the right breast so that it would match the left breast. The rptr stated that she is "deathly sick." Her symptoms appeared approx 4 yrs after the 1982 surgery. The rptr experiences nausea, vomiting, chest pain, arthritis, swelling of the feet, difficulty walking and generalized pain. She also experiences aching and pulling under the right arm, problems lifting her left arm. Three yrs ago, she was diagnosed with an autoimmune disorder. The rptr stated she takes 11 different medications daily. She has been taking prednisone for several yrs. The rptr is 72-yrs-old. (*)